Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that at implant of a implantable pulse generator (ipg), new r wave filter was used and measured an r wave of 3-5mv. The peak to peak measurement was taken and found to be 10-12mv. The r wave was then tested after the device was connected and found to be 10mv. The ipg remains in use, and no patient complications have been reported as a result of this event.